Event description:
Reporter indicated that the patient had trouble breathing and was admitted to the emergency room. The patient's problems resolved after the vns device was turned off. The reporter indicated that the patient has requested that the device be programmed back on. The treating physician's office did not have any additional details of the reported event and did not have current diagnostic or programming history.